Event description:
Alleged issue: first several staples were stapled properly, but the incision could not be closed properly due to improper formation of later staples. There was no consequence to the patient.

Manufacturer narrative:
Device sample not received by manufacturer.